Manufacturer narrative:
(B)(4). Date sent to the FDA: 8/31/2021. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d9, h6. Additional h3 investigation summary: the product was returned for evaluation. Visual inspection evaluation was conducted on the returned device. Visual analysis of the returned sample determined that an empty opened foil, an empty labeled winding former, a detached needle, and two suture pieces of product code sxpp1a401 were received for evaluation. Visual inspection of the detached needle, the swage, and the attachment area was noted to be as expected. The barrel hole of the detached needle was examined under magnification and no suture remnant was noted. The sutures pieces were examined, and present body fluids along the strand. The barbs present damage, deformation and any are missing. In an end correct insertion mark was observed; however, the force used to detach the needle from the suture could not be determined, the other ends were cutted possibly from a surgical instrument. The functional test could not be performed due to the condition of the sample. The condition of the sample received indicates improper handling of the device. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that as part of our quality process, the device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 2360 g/m.

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Trade name - irgacare®, active ingredient(s) ¿ triclosan, dosage form ¿ suture/solid/parenteral, strength ¿ = 2360 ug/m.

Event description:
It was reported that a patient underwent an endoscopic lung surgery on (B)(6) 2021 and suture was used. The suture broke during sewing. A new like device was used to complete the procedure and there were no reported adverse patient consequences. No further information was provided.